Event description:
It was reported that patient had experienced altered mental status, was not able to speak and her arms were curling inward. Per reporter there was no alleged product issue but indicated that they were unsure if patient symptoms were associated with the device system. The pump was interrogated and nothing abnormal was noted in the logs. Patient was hospitalized and reprogrammed. No diagnostic testing or troubleshooting performed was performed and stated as was not required. Patient status at the time of this report was indicated to be alive with no injury. Drugs delivered via the device were fentanyl 30.0mg/ml at 2.020 mg/day, bupivacaine 20.0 mg/ml at 1.347mg/day and morphine 10.0 mg/ml at 0.673mg/day. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information was received and it was reported that the patient was admitted to the hospital on (B)(6) 2013 and released that weekend. She was doing well and receiving adequate therapy.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8590-1 lot# n304898, implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
Additional information was received and it was reported that there was no cause identified for the patient¿s symptoms.